Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with alerts for non-sustained right ventricular oversensing (nsrvo), ventricular fibrillation (vf), and right ventricular lead noise. The vf was determined to be true vf. Programming changes were made. Patient was stable.

Event description:
New information notes that the lead in question was capped on (B)(6) 2019. Access was unable to be gained for a new replacement lead so the old lead was abandoned.

Manufacturer narrative:
In initial report indicated vf. No true vf occured.

Event description:
It was noted that there was no true ventricular fibrillation, contrary to the initial report.

Manufacturer narrative:
The awareness date should for follow-up #2 have been 17 sep 2019 rather than 08 jul 2019.